Event description:
It was called in to technical services on 11/5/12 that this rv lead has su > 125 ohms in triad and pace threshold has increased from 1v to 4v@0.5ms. Pt is dependent. Pace impedance within range and fairly close to what it was with previous device. Su in triad . 125 ohms with device in pocket. Su coil to can su 70 ohms. Su coil to coil 107 ohms. Caller looking for ts considerations. They have taken out lead and put it back in. Rv pace impedance is fine - in low 500s. Caller reviewed a fluoro from today and doesn't see anything that stands out. Caller stated that rv lead might be in a slightly different position - might have pulled back a bit. Rv output will be programmed to 6v@0.5ms. Threshold was 4v@0.5ms. Md is dr. (B)(6) @ (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).